Event description:
The patient was implanted with a 32mm amplatzer septal occluder in 2009. The defect was balloon sized to stop flow and measured 28mm x 26mm. An echocardiogram performed later that day revealed the device had embolized to the main pulmonary artery. The patient returned to the cath lab and the device was successfully explanted without complications. Another trans-catheter procedure is re-scheduled for a new, larger device.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The medical records and imaging are currently being reviewed by aga's medical consultant. Once the review is complete a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this patient was found to have a large asd with evidence of rv volume overload. The left to right shunt ratio was more than 2:1 and the pa pressures were normal. A 32mm aso was chosen after balloon sizing and deployed without difficulty. The device, however, embolized to the pulmonary artery and was retrieved by transcatheter technique. Tee was utilized for defect assessment and device placement and was of excellent quality. The patient had adequate aortic and posterior rims, although the posterior rim was thin and hence the affective rim was smaller. The cornorary sinus and av valve rims were adequate, however, the av valve rim slightly angled toward the left atrium. The bi-caval rims were not documented, although after device deployment the svc rim was demonstrated and appeared adequate. The ivc rim did not appear to be adequate. The static diameter of the defect in the aortic short-axis view was 28mm. Stop-flow balloon sizing technique was utilized during sizing of the defect. A 32mm aso was placed and the rims were documented. The device appeared well seated in the 4-chamber view, short axis aortic view and in limited bi-caval view that only showed the svc rim. The ivc rim was not documented or seen well, which is usually an indication of its deficiency, if tee is being utilized. This was a challenging case as the device looked well seated after the procedure. Based on the images provided, the device embolized because of the significant ivc rim deficiency. According to aga's medical consultant, in many ivc rim deficiency cases, the device remains well seated after release but will slowly slide toward the right atrial side and embolize several hours later. Because of the ivc rim deficiency, the atrial septal defect was oval-shaped more than usual and therefore the device appeared well seated in the short-axis and 4-chamber views. Complete stop-flow diameter was not achieved during balloon sizing or at least not documented on the cd provided for review. The measurement of the defect during balloon sizing was during atrial systole when the defect appeared to be completely occupied by the balloon. Since the ivc rim was not completely absent, a larger device could close this defect without device embolization.